Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set did not stick and the insulin pump did not deliver insulin. The customer also reported call that they experienced high blood glucose between 450 mg/dl and 500 mg/dl. The customer's blood glucose was 158 mg/dl at the time of call. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.